Event description:
The article code of the device changed to pf011a - paediscope eyepiece and due to additional information received the patient harm changed to surgery delay.

Manufacturer narrative:
Investigation results: visual investigation: product was directly forwarded to the manufacturer for investigation. Exerpt of the analysis by manufacturer: " the technical analysis could not detect any error. No defect can be detected on the eyepiece. Only signs of use could be found, whidch are due to the use of the instrument. Due to the age of the eyepiece it is recommended to replace the sealing element and clean the eyepiece lens system." Batch history review: review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results there is no indication for a material-, manufacturing- or design-related failure. No failure was detected during investigation. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pf010a-paediscope flexible scope. According to the complaint description,during cyst fenestration procedure there was an surgery delay due to that very poor or no image came through the scope. Light source appeared to be fully operational. However, when scope was attached to the camera, there was no visable image. The image that came through was dark, and surgeon was not able to proceed with the case. The patient was under anesthesia. Incident caused surgeon to stop the case and reschedule for another procedural date. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).